Event description:
T was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was evaluated due to a low percentage of left ventricular pacing (lvp) observed in nxt. The clinic questioned whether left ventricular (lv) lead oversensing was inhibiting pacing. Device data showed the system was programmed with a negative lv offset, yet right ventricular (rv) pacing was occurring before the lv, raising concerns about whether lv capture was being achieved. Further assessment revealed intermittent loss of capture (loc) on the lv lead at 7.5v, and the rv threshold had increased from 0.4v to 3.0v, alongside a drop in rv lead impedance from 522 ohms to 313 ohms. Technical services recommended reprogramming options and advised a chest x-ray to evaluate for potential lead issues. No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was evaluated due to a low percentage of left ventricular pacing (lvp) observed in nxt. Device data showed the system was programmed with a negative lv offset, yet right ventricular (rv) pacing was occurring before the lv, raising concerns about whether lv capture was being achieved. Further assessment revealed intermittent loss of capture (loc) on the lv lead at 7.5v, and the rv threshold had increased from 0.4v to 3.0v, alongside a drop in rv lead impedance from 522 ohms to 313 ohms. Technical services recommended reprogramming options and advised a chest x-ray to evaluate for potential lead issues. No adverse patient effects were reported. This system remains in service. Additional information was received mentioning that this device was explanted. No additional adverse patient effects were reported.

Event description:
T was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was evaluated due to a low percentage of left ventricular pacing (lvp) observed in nxt. Device data showed the system was programmed with a negative lv offset, yet right ventricular (rv) pacing was occurring before the lv, raising concerns about whether lv capture was being achieved. Further assessment revealed intermittent loss of capture (loc) on the lv lead at 7.5v, and the rv threshold had increased from 0.4v to 3.0v, alongside a drop in rv lead impedance from 522 ohms to 313 ohms. Technical services recommended reprogramming options and advised a chest x-ray to evaluate for potential lead issues. No adverse patient effects were reported. This system remains in service. Additional information was received mentioning that this device was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was evaluated due to a low percentage of left ventricular pacing (lvp) observed in nxt. Device data showed the system was programmed with a negative lv offset, yet right ventricular (rv) pacing was occurring before the lv, raising concerns about whether lv capture was being achieved. Further assessment revealed intermittent loss of capture (loc) on the lv lead at 7.5v, and the rv threshold had increased from 0.4v to 3.0v, alongside a drop in rv lead impedance from 522 ohms to 313 ohms. Technical services recommended reprogramming options and advised a chest x-ray to evaluate for potential lead issues. No adverse patient effects were reported. This system remains in service. Additional information was received mentioning that this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to h11: the returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.